Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited increasing capture thresholds which coincided with patient experiencing dizzy spells. Lead was explanted and replaced. Patient tolerated the procedure well and was stable.